Event description:
Ous MDR - there was an intermittent increase of rv threshold and increase of rv coil impedance. A new rv lead was implanted during a regular ICD exchange. Threshold and impedance of the new rv lead were in normal range.

Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.